Manufacturer narrative:
(B)(4).

Event description:
On 2015-10-05, additional information was received from a consumer. The patient was receiving morphine (concentration unknown) at 5 mg/day via an implantable pump. The cause of the pump not releasing medication was unknown to the patient and the physician. There had not been any changes made in the pump programming. There were no changes in the patient's activity. The patient experienced extreme withdrawal symptoms because of the pump not working.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a consumer via crts (customer response tracking system) regarding a 63 year old patient who received an unknown medication via an implanted infusion pump between (B)(6) 2014 (date of implant) and april 2015. The indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. The pump reportedly lasted until (B)(6) 2015 when it started to not release medication and was not working. At the time of refill they realized the pump had not released any medication. The patient was taking oral oxycodone and having more symptoms at the time. The pump was removed and a new pump and catheter was implanted in (B)(6) 2015. Follow up was being conducted to obtain further information regarding the circumstances that led to the pump issue and the drug/dose/concentration being used in the pump at the time of the event. If additional information is received a follow up report will be sent.

Event description:
Additional information was received from a consumer. On (B)(6) 2015, at the time for refill of the pump, the hcp noticed that the pump was not using the medication as was programmed. The pump had more medication than the pump indicated. The hcp increased the amount of medication to be given in a twenty-four hour period. On (B)(6) 2015, the patient was to have the pump refilled as per schedule. It was found that the pump had not used any of the medication. The patient was also having withdrawal again. The patient was given morphine medication for the pain and upset stomach. On (B)(6) 2015, the hcp and a device manufacturer representative (rep) used fluoroscopy to check if the catheter had become blocked or bent in any way. It was thought that the catheter was the problem for the pump not functioning, but no bends or blockages were found. On (B)(6) 2015, it was decided that the pump needed to be replaced. On (B)(6) 2015, the pump and catheter were both replaced. Due to the late hour at which the procedure was completed, the patient was admitted to the hospital as the patient had not fully recovered from the anesthetic used during surgery. The patient was released the following morning. It was upsetting for the patient and her family was very concerned about her health.